Event description:
The svc repair tech reported that during routine testing of the device at the (B)(4) svc ctr, there was a scratch on the central control monitor (ccm). There was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.